Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced hypoglycemia event on 13-feb-2026 due to which the patient got hospitalized. The patient went to emergency room and was given turkey sandwich and some juice. The patient got treated with insulin and astorvastatin medicine. The duration of hospitalization was less than 24 hours. No further information available.